Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was excessively pacing unabling the heart to pump on its own. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.